Manufacturer narrative:
10/27/17 integra investigation completed. Method: failure analysis, device history evaluation . Result: failure analysis: internal inspection found the interlock switch was broken. The power entry module was loose. The lamp base was not properly seated. Functional testing found that the improperly-seated lamp and base resulted in the beam being misaligned. The misaligned beam was found to be striking the edge of one of the ports on the turret. The intensity of the light resulted in the melting of the turret at the point-of-contact. Device history evaluation : any applicable nonconforming product report / nonconforming material report history: none. Any applicable variance authorization / deviation history: none. Any applicable engineering change order / manufacturing change order history: none. Any applicable corrective action preventive action history: none. Health hazard evaluation history: none. Inspected /released prior to burlington, no DHR to review. Conclusion: the root cause is considered user error, tampering evident. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports internal smoke. On 9/29/17 customer has no further information.